Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 7.5 months ago. The vessel morphology was unremarkable. It was reported that the limbs were not crossed. The bifurcated stent graft was in an "anterior-posterior" configuration. The pt was asymptomatic and returned for a follow-up approx 1 month ago, where compression of the left iliac limb at the graft bifurcation was found; however, there was no limitation to the flow. Mainly for prophylactic reasons, it was decided to intervene rather than wait for any potential worsening of the condition. The limb was ballooned with another MFR's balloon followed by implant of a palmaz stent, which were successful at opening the compressed iliac limb. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Required intervention. Graft occlusion; unk cause of graft compression, no films or operative reports were received.